Manufacturer narrative:
E1 - initial reporter phone is +(B)(6). It is unknown if the device is available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unknown date involving an unknown device. The reporter stated that one patient has a feeding bag hanging for the second day in a row. The liquid is leaking from the air filter. The material that was used is 3547242 smofkabiven peripher 1904 ml 4st. The status of the product at time of event was during infusion. There was patient involvement and unknown patient harm.